Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) met with patient (pt) to adjust settings and after an impedance check it was revealed that more than half of the patient's contacts were high. They reported they were fluctuating but the last check showed contacts 1-4, 6, 8-11 and 13 said to avoid. Patient declined any fall since implant. Patient reported daily charging and little to no relief. Rep was able to cover pain areas but still had one contact on avoid. No revision has been planned at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.